Event description:
Event as described by complainant: 'when using an oral airway, the o2 delivery portion is not delivering enough o2 through the airway. After speaking with the anesthesia provider, he said that the patients are de-sating when they are in deep anesthesia. The providers are having to use nonrebreather masks or put the mask from the anesthesia circuit over the patients mouth with the o2 cannula in the mouth or oral airway to get their sats up'